Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant') in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported by via social media: pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant') in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported by via social media: pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case is found to be duplicate of case (B)(4), therefore the case is marked for deletion. Legacy device report num 2951250-2020-00017 (from deletion case (B)(4)).legacy device report num 2951250-2018-01403 (from retention case (B)(4)). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.